Event description:
It was reported that the lv lead was explanted due to dislodgment and no capture. The lead dislodgement was confirmed via imaging. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of loss of capture was not confirmed. As received, a complete lead with guidewire inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The s-curve height was measured within specification.